Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 599 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that the patient went from sea level to 5000 feet friday night. Then saturday to sunday the patient went from 5000 feet to 10,000 feet and then back to 5000 feet now. The patient was fine sunday when he went to bed, but this morning he was found unresponsive, with low tone, and lethargic. The patient was brought to the ER (emergency room) in (B)(6) and was breathing on his own, but would only awaken with painful stimuli. On (B)(6) 2016 additional information was received from the patient's pump managing physician and it was reported that he had made an 11% increase on (B)(6) 2016 prior to the patient traveling to (B)(6) on (B)(6) 2016. The patient had gone hiking high up the mountains while in (B)(6). The patient was doing better and was planning to be in their office today.

Event description:
Additional information received reported that the patient's low tone, lethargy and unresponsiveness was due to baclofen overdose due to altitude change. The actions and interventions were reported as supportive care, descend from altitude and baclofen dose reduction. The cause of the patient's low tone, lethargy and unresponsiveness was reported as rapid change in altitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.